Event description:
Patient called lfs alleging that their one touch ultra meter was prompting "apply sample". Patient did not experience any symptoms during the time of concern. A medical professional was contacted for advice; however no treatment was reported. The patient neither alleged harm nor experienced injury. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter and control solution were replaced.